Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, there was a balloon rupture at end of full deployment of valve. The valve was fully expanded with no paravalvular leakage and no effusion. The pusher was advanced to the balloon and entire system was pulled into the sheath. It was noticed that the wire and nose cone were outside of the end of the sheath under fluoroscopy. The delivery system and sheath were taken out as one. Post angiogram of the leg showed great flow with no issue. The patient was stable at the time of the report. Per follow-up communication, the sheath was split from the distal tip back. The perceived root cause was a sharp protrusion of calcium at the sinotubular junction.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per images of the device received, the previously reported distal tip split and liner delamination were disproven and a liner tear extending from distal tip into mid shaft was observed; the distal tip opened as designed. Liner tearing typically results from contact with calcified vessels during the tvr procedure, and can propagate during device manipulations through the sheath, and/or during withdrawal of the sheath from the patient. Sheaths are typically removed expeditiously, and the amount of potential blood loss is unlikely to result in serious injury. If the liner is torn, and a blood transfusion is not required, the event is not reportable. In this case, there was no injury to the patient; therefore, the event is not FDA reportable.